Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test(s) conducted, specify: no". And device physical property issue "the coils bent into her uterus". The patient's medical history included: tooth disorder and seizure. Previously administered products included, for an unreported indication: ortho tri cyclen. Concurrent conditions included: obesity, adenomyosis, anemia, cellulitis, hypertension, arthritis, biliary colic, pelvic infection, peptic ulcer disease, dizzy, diverticulitis, tendon laceration, cholecystitis, pain ankle, diverticulitis, uterine bleeding and animal bite. Concomitant products included: dicycloverine hydrochloride (bentyl), diphenhydramine hydrochloride, omeprazole (prilosec), promethazine, sertraline hydrochloride (zoloft) and topiramate. In 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), panic attack ("panic attacks"), eczema ("eczema"), urticaria ("hives on abdomen and breast"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). And was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced bladder disorder ("bladder disorder") with abdominal pain, urinary tract disorder ("urinary disorder") and tooth loss ("dental problem tooth loss"). In 2012, the patient experienced urinary tract infection ("uti"), abdominal pain lower ("right lower quadrant pain") and abdominal pain ("groin"). In 2013, the patient experienced seizure ("seizure"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2013, the patient underwent appendicectomy ("appendectomy") with abdominal pain upper. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("acne"), arthralgia ("hip pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-"oophorectomy"). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, appendicectomy, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, acne, urticaria, bladder disorder, urinary tract disorder, headache, nausea, tooth loss, allergy to metals, dysmenorrhoea, dyspareunia, alopecia and fatigue outcome was unknown. The seizure, migraine and weight increased was resolving. And the abdominal pain lower, arthralgia and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, appendicectomy, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, menorrhagia, migraine, nausea, panic attack, pelvic pain, seizure, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 34.6 kg/sqm. Computerised tomogram pelvis: on (B)(6) 2016: results: no CT evidence of acute inflammatory. Ultrasound abdomen: on (B)(6) 2016: results: normal abdominal ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), appendicectomy ("appendectomy") and seizure ("seizure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's past medical history included dental disorder nos and seizure. Previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included morbid obesity, adenomyosis, anemia, cellulitis, hypertension, arthritis, biliary colic, pelvic infection, peptic ulcer disease, dizzy, diverticulitis, tendon laceration, cholecystitis, pain ankle, diverticulitis and uterine bleeding. Concomitant products included dicycloverine hydrochloride (bentyl), diphenhydramine hydrochloride (benadryl), omeprazole (prilosec), promethazine (phenergan), sertraline (zoloft) and topiramate (topomax). In 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), panic attack ("panic attacks"), eczema ("eczema"), urticaria ("hives on abdomen and breast"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue"). In 2011, the patient experienced bladder disorder ("bladder disorder") with abdominal pain, urinary tract disorder ("urinary disorder") and tooth loss ("dental problem tooth loss"). In 2012, the patient experienced urinary tract infection ("uti"), abdominal pain lower ("right lower quadrant pain") and groin pain ("groin"). In 2013, the patient experienced seizure (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2013, the patient underwent appendicectomy (seriousness criterion medically significant) with abdominal pain upper. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("acne") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, appendicectomy, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, acne, urticaria, bladder disorder, urinary tract disorder, headache, nausea, tooth loss, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia and fatigue outcome was unknown, the seizure, migraine and weight increased was resolving and the abdominal pain lower and arthralgia had resolved. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, anxiety, appendicectomy, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, eczema, fatigue, groin pain, headache, menorrhagia, migraine, nausea, panic attack, pelvic pain, seizure, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: no CT evidence of acute inflammatory. Ultrasound abdomen - on (B)(6) 2016: normal abdominal ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : right upper quadrant abdominal pain,pain in back,pelvic pain,menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: reporters information were added. Events:abnormal bleeding (vaginal, menorrhagia), hysterectomy (full), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: anxiety and panic attacks, rashes or skin conditions type: acne, eczema, hives on abdomen and breasts, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, neurological conditions or problems type: migraines, seizures, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),abdominal pain(ruq, rlq), vaginal discharge, weight gain / loss specify which one: weight gain and hair loss were added. Historical drugs, historical disease, concomitant disease, concomitant disease , lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), appendicectomy ('appendectomy') and seizure ('seizure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no" and device physical property issue "the coils bent into her uterus". The patient's medical history included tooth disorder and seizure. Previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included obesity, adenomyosis, anemia, cellulitis, hypertension, arthritis, biliary colic, pelvic infection, peptic ulcer disease, dizzy, diverticulitis, tendon laceration, cholecystitis, pain ankle, diverticulitis, uterine bleeding and animal bite. Concomitant products included dicycloverin hydrochloride (bentyl), diphenhydramine hydrochloride, omeprazole (prilosec), promethazine, sertraline hydrochloride (zoloft) and topiramate. In 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), panic attack ("panic attacks"), eczema ("eczema"), urticaria ("hives on abdomen and breast"), allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In june 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced bladder disorder ("bladder disorder") with abdominal pain, urinary tract disorder ("urinary disorder") and tooth loss ("dental problem tooth loss"). In 2012, the patient experienced urinary tract infection ("uti"), abdominal pain lower ("right lower quadrant pain") and abdominal pain ("groin"). In 2013, the patient experienced seizure (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"). In november 2013, the patient underwent appendicectomy (seriousness criterion medically significant) with abdominal pain upper. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("acne"), arthralgia ("hip pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, appendicectomy, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, acne, urticaria, bladder disorder, urinary tract disorder, headache, nausea, tooth loss, allergy to metals, dysmenorrhoea, dyspareunia, alopecia and fatigue outcome was unknown, the seizure, migraine and weight increased was resolving and the abdominal pain lower, arthralgia and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, appendicectomy, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, menorrhagia, migraine, nausea, panic attack, pelvic pain, seizure, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: results: no CT evidence of acute inflammatory. Ultrasound abdomen - on (B)(6) 2016: results: normal abdominal ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : right upper quadrant abdominal pain,pain in back,pelvic pain,menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event " the coils bent into her uterus" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.